Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that morphine and versed drips were leaking on an ecmd (experimental cancer medicine demystified) patient. The leak was noted between the non-bd clave connector and the tubing. This caused the patient to wake and move which caused bleeding at the central line site. The patient required additional sedation, pain medication, and increased monitoring. There was no report of lasting harm.